Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the 511sd trocar was introduced, the safety shield did not return into the safety lock. However, the surgeon ended the complete procedure with the same trocar. There was no consequence to the pt.